Manufacturer narrative:
On 02/02/3016, a medtronic representative, following-up at the site, reported the straight probe was the instrument utilized in the description of this event, not the straight suction as originally reported. On 02/10/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/24/2016, software log analysis was unable to determine probable cause with the insufficient information provided. There is nothing in the logs to indicate why the elevator probe was showing up as the current probe. No further issues have been reported. (B)(4).

Event description:
A medtronic representative reported that, while in a transsphenoidal procedure, while using the straight probe, the surgeon utilized a "ring collet" and noted the straight probe displayed on the screen changed to elevator. The surgeon then re-verified the straight probe in order to proceed. Delay in therapy was 45 seconds. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.